Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type: extension. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: extension. Product ID: 3387-40, lot# j0306891v, implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type: lead. Product ID: 3387-40, lot# j0211549v, implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient underwent exploratory surgery on (B)(6) 2011 due to a suspected ins malfunction. The hcp reported the patient's ins was reporting irregular impedances. The hcp reported that the patient's ins device and both extensions were explanted and replaced; however, the impedance measurements remained irregular. The hcp stated that this indicated that the impedance irregularities were due to the leads and surgery was planned to replace the entire system at a future date. Refer to manufacturer report #3004209178-2017-03948.